Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Visual inspection of the returned complaint device showed that the distal tip of the inner shaft was broken off from the device. A review of the DHR for the reported lot number supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are the user applied too much force to the device or it may have come into contact with staples, clips or another metal object, resulting in damage to the blade. The instructions for use state: before beginning the procedure, verify compatibility of all instruments and accessories. Select an arthroscopic shaver with size, blade, and function most appropriate for the procedure. Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force. Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates. Do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury. The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported the tip of the device broke off during use. They were able to retrieve it from the patient. There was no patient injury, medical intervention, or extended procedure time reported.